Event description:
It was reported that the vns patient underwent surgery on (B)(6) 2013 to explant the vns lead and generator due to a postoperative infection that occurred following the initial vns implant procedure.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.